Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a sigmoid resection procedure, the doctor attempted to remove the blue ancillary trocar from the anvil and the trocar broke. Another like device was used to complete the case. There was no patient consequence.